Event description:
It was reported that the catheter could measure svo2 fine during surgery. After patient was moved to ICU, svo2 measurement was up and down between 40% and 80%. There were no patient complications reported.

Manufacturer narrative:
Device not returned.